Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 160348 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 160348 and test base part number 195-430h / lot 150409. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 160348 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The user reported a false negative with the binaxnow¿ covid-19 antigen self test performed (B)(6) 2021 on an unknown sample and generated a negative result. The customer reported they decided to perform a pcr test at a laboratory near by. The results from the laboratory came out positive. No additional patient information, including treatment and outcome, was provided.